Manufacturer narrative:
Concomitant medical devices: product ID: 8596, serial# (B)(4), implanted: (B)(6) 2006, product type: catheter. Product ID: 8709 , serial# (B)(4), implanted: (B)(6) 2003, product type: catheter. (B)(4).

Event description:
Information was received from a healthcare professional regarding a patient receiving bupivacaine (25 mg/ml at 14.996 mg/day) and morphine (20 mg/ml at 11.996 mg/day) via an implanted pump. The indication for use was spinal pain. On (B)(6) 2015 it was reported that the actual residual pump volume was 10; the expected residual pump volume was 6.5. Per the reporter, the previous refills were all similar numbers. The patient had no symptoms. The actions/interventions, cause of the volume discrepancies, and resolution of the event were not reported. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Event description:
Additional information received from a nurse. It was reported that the nurse was alleging under-infusion. At a pump refill on (B)(6) 2016, the actual residual volume (arv) was 11 and expected residual volume (erv) was 6.5. The arv was greater than the erv. No symptoms were reported. The patient had noted no change in therapy effect. It appeared that the pump was consistently off by a few milliliters at refills.